Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(6). Olympus (B)(6) checked the subject device and found that the endoscopic image was not displayed and the touch panel froze at startup due to the failure of the printed circuit board. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus (B)(6), there was the possibility that this phenomenon was attributed to the accidental failure of the printed circuit board. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during an unspecified therapeutic surgery with the subject device at the user facility, the endoscopic image of the subject device suddenly disappeared. Then, the user cycled the power of the subject device, but the image issue was not resolved. The user facility replaced the subject device to another device to complete the procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information.the subject device was not returned to olympus medical systems corp. (Omsc). However, the electrical circuit board of the subject device was returned to omsc for evaluation.as a result of omsc's investigation by incorporating the electrical circuit board of the subject device into omsc asset's otv-s300, it was found that the reported phenomenon (no image) was duplicated. Therefore, omsc concluded that this phenomenon was caused by the accidental failure of the component on the electrical circuit board, because less than three months had passed from the subject device had been installed.if additional information becomes available, this report will be supplemented.